Manufacturer narrative:
(B)(4). Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no product returned for investigation. However, under normal conditions the sheath is strong enough to accomplish the procedure, but it is seen before that the sheath may kink if somehow exposed to excessive force because of tortuous anatomy. And the filter legs may be prone to penetrate the sheath wall, if advanced through a kinked sheath. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement with left jugular vein approach. Although the delivery sheath could be advanced to the desired position, the filter got stuck inside the sheath and did not advance, then the filter legs penetrated the sheath. Since the filter legs could be put back inside the sheath, the physician removed the whole device. Gunther tulip femoral vein approach was replaced to continue the procedure. Patient outcome: there has been no adverse effects to the patient.